Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range (oor) high pacing lead impedance (pli) measurements. It was determined that the patient twiddled the rv lead. The patient underwent a revision procedure in which this rv lead was capped and replaced. During this procedure, they were able to confirm the oor pli measurements with a pacing system analyzer (psa). This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.